Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a delayed pairing of a freestyle libre 3 plus sensor on the mobile app, where the app displayed ¿pairing with sensor¿ without initiating the warmup period, then indicated ¿sensor already started¿ upon rescanning, and subsequently entered the warmup countdown while on the call. No adverse clinical symptoms reported. Outcomes included no alerts, no alarms, no medical intervention, and no hospitalization. User support included guided troubleshooting and user education, review of alarm history, and repeat scanning to confirm sensor status. Investigation of this case revealed normal device function with transient pairing delay that self-resolved, with no sensor or app malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction with normal pairing variability.